Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused during patient infusion. The device was filled with fluorouracil. It was further reported that 80ml solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.